Event description:
It has been reported to philips that the wireless footswitch lost connection to the system during a diagnostic procedure. The procedure was completed using the wired footswitch. No harm has been reported to philips.

Manufacturer narrative:
Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station there are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or wireless base stations available for replacement. The customer currently uses the wired footswitch instead of the wireless footswitch. Philips has attempted to obtain patient information. Patient information was not obtained due to privacy laws.